Event description:
The generator was returned for due to reported low battery and ifi=yes. Results of diagnostic testing indicated that the battery status indicated neos=yes in the pa lab (2.473 volts). The battery is partially depleted, 2.614 volts as measured during completion of a test parameter of the final electrical test. The battery was found to be partially depleted and near neos. A review of the internal memory locations within the generator suggests the existence of an error in calculating the device's battery voltage. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. Further manufacturer investigation of the inaccurate voltage measurement identified that due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of a small subset of demipulse generator printed circuit board assemblies (pcba), this generator had been inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy, the voltage measurements performed by this generator was higher/lower than the actual voltage of the battery and would result in a premature or delayed ifi=yes warning message when interrogated with version 8.0 programming software.

Manufacturer narrative:
.